Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60t cartridge loaded on the device. The reload was received fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. Per event description, green reloads were reported; however, only a black reload was received for analysis. Intra-operative photos were received: based on the photographic evidence the belief is that the complication was the result of deck deflection. The complication was the result of the tissue being beyond the staple cartridges gap specification and the ple60a device¿s ability to bring the captured tissue into thickness compliance.

Event description:
It was reported that during a gastric sleeve procedure, on the first firing, the staples did not seal the tissue. There were gaps between the staples and tissue in the middle of the staple line. Another green cartridge was loaded into the device to complete the procedure. Seamguard buttressing material was being used. No issues noted with opening or closing. There was no patient consequence.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.